Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident in august of 1997. Sometime post procedure, the patient developed a wound infection above the bone. The infection was drained and antibiotic therapy was instituted. A CT scan revealed the bone anchors appeared to be in place. The sling material was visible through the vaginal vault. The physician intends to re-approximate the tissue and suture it over the sling. The patient's condition is good. The device remains in the patient and will not be returned for evaluation. Therefore, no failure analysis will be available. Wound infections are an anticipated complication of any surgical procedure. Obesity may increase the potential for this complication. However, without evaluating the device co cannot determine the exact cause for this event.